Manufacturer narrative:
The laboratory experienced difficulties calibrated the na and chloride. When calibration was successful, the instrument gave reference drift error for ion-selective electrode (ise). Qc prior to the event had been within the laboratory established ranges. A bci field service engineer (fse): found na reference electrode with bubble. Replaced the electrolyte injection cup (eic), o-ring, cl electrode, and carbon bridge. Calibration however gave poor sample reference precession. Found hairline fracture and leaking valve. Rebuilt ratio pump, which improved precision and ordered new pump.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards erroneous high sodium (na) result generated by the synchron lx 20 clinical system. The erroneous result was not reported out of the laboratory; hence patient treatment was not impacted. The erroneous sample was repeated and lower result was obtained.